Event description:
It was reported that following a coronary artery bypass graft and had to return to theatres for a re-procedure. During harvesting, the ima was harvested in the normal technique using lt102 clips to control bleeding. The primary procedure was uneventful. The patient returned to theatre with post operative bleeding and on investigation, the surgeon found that lt102 clips had dislodged off the artery. The lot no is either (B)(4). The patient was returned to theatre on 24-10-2013.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Misaligned jaws.